Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought into the hospital with generalized weakness and altered mental status. The patient was treated for hypotension and low blood sugar. A chest x-ray revealed pulmonary vascular congestion. The patient developed a gastrointestinal bleed and passed away due to septic shock. The patient is a participant in the post approval clinical surveillance product surveillance registry.